Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were located inside the body of the loading device. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint could not be confirmed for failure to deploy; however, it was confirmed for failed to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.